Event description:
Medtronic received information that 8 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to chronic heart failure. C-reactive protein increased after hospitalization and it was believed to be due to rheumatoid arthritis (ra). However, inflammation subsided naturally and the patient was able to eat. The patient had recovered two months after onset of symptoms. Per the physician, it is unknown if there was a causal relationship between the adverse event and the device and procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.